Event description:
It was reported that this right ventricular (rv) lead was capped, surgically abandoned and replaced with a new lead during a scheduled pacemaker replacement, due to high capture thresholds and high impedance measurements within range. It was considered that a lead damage was a possibility as the root cause of these issues. No additional adverse patient effects were reported.